Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. A clear liquid was seen outside of the irrigation tubing but within the tygon tubing connecting to the electrical connector plug, optical fibers, and handle. Electrodes 1-4 met specifications of acceptable resistance values. However, multiple short circuits were detected. Further testing revealed a leak at the luer/irrigation tubing junction, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the electrical connector. This leak is consistent with the short circuits observed and the reported noise. Additional investigation determined the leak was due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock caused by an issue in the curing process.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.